Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. The patient claimed that blood glucose values were both higher and lower than cgm values; for example, the patient reported the following discrepancies: cgm reading was at 60 mg/dl and blood glucose meter reading was at 120 mg/dl, cgm reading was at 70 mg/dl and blood glucose meter reading was at 110 mg/dl.at the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.